Event description:
Follow up information identified the patient underwent implantable neurostimulator (ins) replacement. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ins battery is depleted, as it no longer communicates with external devices. As a result, the patient may be awaiting ins replacement.